Event description:
Caller reported a cgm error, specifically error 42. There was no reported impact to the customer¿s blood glucose level. The issue was already resolved when the customer called; the pump had turned off due to battery depletion, but it resumed operation after being charged. Technical support advised the caller to report back if the issue recurs.